Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient presented to the hospital with complaints of constant chest pain. An echocardiogram and chest x-ray found the lead in good position and no effusion or perforation. All measured values were normal. When the pocket was opened a -kink- was noted in the coil. The physician tried to pass a stylet through the lead, but it ended up coming through the insulation, so the lead was explanted and replaced.